Event description:
As the patient was being rolled onto the bedpan one of patient's power cables of the ventricular assist device (vad) became disconnected and was alarming. Unable to reinsert power source into port due to slightly bent tine. Vad coordinator and balloon tech/perfusionist paged; balloon tech/perfusionist at bedside and system controller changed out by nurse with balloon tech present and under direction from vad coordinator. No issues, patient asymptomatic. New backup system controller at bedside. Heartware left vad at fixed speed 2500. O2 sat >95% on right atrial, denies any shortness of breath. Manufacturer response for ventricular (assist) bypass, hvad® controller (per site reporter). Controller returned to manufacturer. Return product packing slip information is (B)(4).